Event description:
A report was received regarding needlestick injury that occurred at the user facility. At the conclusion of an infusion, the nurse activated the safety feature of the device. The nurse attempted to place the device in a sharps conditioner. The sharps container (manufacturer unknown) is reported to have a very small opening. In the safety position, the profile of the suspect medical device was larger than the opening of the sharps container. The nurse attempted to "jam the needle" into the container, at which time the device broke and the nurse was stuck by the now exposed needle. The clinician is reportedly receiving medical treatment consistent with blood exposure.

Manufacturer narrative:
(B) (4). Device has been returned for evaluation but the evaluation is not complete at this time. When the evaluation is complete, the manufacturer will file a follow-up report detailing the results of the evaluation.